Event description:
It was reported that the insulin pump has a frozen display. The blood glucose reading is 138 mg/dl. There is no response from the buttons. The screen is totally blank. Customer stated that the time display was not advancing. Customer tried replacing the batteries several times. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.